Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette was not properly attached. The event occurred during testing. There was no reported patient involvement.

Manufacturer narrative:
H3: one device was received for analysis. The reported issue was confirmed but could not be duplicated. Further investigation identified a buckling upstream occlusion (uso) seal. The uso seal was replaced. The device was calibrated and thereafter passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.